Event description:
EU complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a purge disc/flag issue that was resolved by resetting a cable connection. No patient harm reported due to the issue,

Manufacturer narrative:
The impella device was received from the customer on (B)(6)2023. Data analysis: imc logs confirmed the reported failure mode given there was a controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. . Device analysis: console (ic6416) was sent back fs aachen for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. Before being returned to the customer, fs performed a full functional check on the console and optical system (0042-7316).

Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15905. D2 common device name. B5 patient outcome and mso statement missing.

Event description:
The patient expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.